Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer experienced a low blood glucose level of 20 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. A new cartridge was loaded to resolve the minimum fill notification and recommendation was made to consult with a healthcare provider regarding diabetes management.